Manufacturer narrative:
One device was returned for repair with primary complaint that the device was over-infusing and had a damaged downstream occlusion (dso) sensor. There was no prior service repair history. Functional testing confirmed primary reported problem of failed accuracy test. Replaced cam shaft, expulsor, large bearing, gears, flag. Also replaced downstream occlusion (dso) sensor, bezel, and seal. Reflashed software and calibrated dso sensor. The device then passed all tests.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is over infusing (21.57, 21.95, 21.28) and had a damaged downstream occlusion. The event occurred during testing, there was no patient involvement.